Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The outer shell of the reamer handle was not returned. A visual inspection was performed and confirmed the stated failure. The quick connect end piece is broken off of the handle. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.

Event description:
It was reported that the instrument snapped at the base of the shaft upon reaming. Nothing fell into patient. No harm to patient. No delay.